Event description:
The surgeon attempted to implant a silicone three piece lens but it became stuck in the cartridge prior to being implanted. The cartridge was in the eye but the lens did not touch the eye. There was no patient injury. The nurse stated the cause for the lens becoming stuck was due to a loading error. An msi-tm injector and an aq cartridge fp were used but the nurse was unable to recall the lot numbers.